Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a visit to the emergency room on (B)(6) 2017 at 8:30 pm due to high blood glucose. The customer¿s blood glucose at the time of admission was 335 mg/dl. The customer had been vomiting for a while and could not get their blood glucose to go down 300 mg/dl. They also had a respiratory cold. They were wearing the insulin pump at the time of hospitalization. Troubleshooting was performed on the insulin pump. The device passed the displacement test. The device will not be returned for analysis.